Event description:
Customer reported the panorama central station corrupt hard drive which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the system's hard drive and reloaded system software. Performed all functional and safety check and unit was returned to service.